Manufacturer narrative:
The lead was returned for analysis and it was determined that the reported field observations of dislodgement was not confirmed. No anomalies in the helix/tip.

Event description:
Additional information received, and a supplemental report is being filed.

Event description:
The right ventricular (rv) lead was explanted due to hematoma and dislodgement.